Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous backup of an anterior lumbar interbody fusion at l5-s1. Post-operatively, the screw was fractured and fragment of the implant is remaining in the patient. No patient complications were reported as a result of alleged event. The broken screw was discovered upon review of imaging from 3 month follow up appointment. There is no revision surgery scheduled or planned at this time.